Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. A surgical revision was performed and the lead was inspected and under fluoroscopy there were no fractures noted, and the device header did not appear to have any issues. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.